Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after it was exposed to water. There was moisture present within the meter. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date the pump was returned and evaluated by product analysis was (B)(4) 2012 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was moisture in the display and on the pcb. The pump failed to power on. There was a crack observed in the pump case. There was a case leak found during leak testing.